Event description:
A talent stent graft system was implanted into a patient for the endovascular repair of another manufacturer's stent graft that was implanted approximately 4 months ago and presented with an endoleak. The initial aneurysm was 7.2cm. It was reported that the patient had about a 5mm proximal seal measuring 26-27mm in diameter with a small type 1 proximal leak. The right renal artery was covered. The right iliac artery measured 24mm proximal and 20mm distal. The 20mm excluder limb ended in the patient's aaa sac. The left common iliac measured 24 proximal and 22 distal, the 20mm excluder limb was free floating in the common iliac, there was no seal or apposition. An extensive distal type 1 endoleak was quite obvious and aaa measuring 12.5cm. There was also evidence of rupture as the patient had a significant retroperitoneal hematoma. The patient was taken to surgery for placement of a proximal cuff and extension cuffs in both iliacs. It was reported that a device (MDR 2953200-2009-00410) was placed from the patient's right side without difficulty. A device (MDR 2953200-2009-00411) was placed and sealed into the right iliac. The physician had difficulty advancing a stiff wire through several different catheters on the patient's left side. After several attempts the physician was able to pass an amplatz super stiff guidewire. The physician was able to advance (MDR 2953200-2009-00412) over the amplatz but could not advance the device to the intended landing zone due to the severely tortuous external iliac artery, an attempt was then made to advance a lower profile longer limb (MDR 2953200-2009-00413) again without success. The physician elected to perform a retroperitoneal incision, tie off the bottom of the graft and the proximal common iliac, and then convert the stent graft to aorto-uni-iliac. It was reported that when the physician made the first incision, the patient completely lost blood pressure and heart rate. The physician attempted to manually occlude the aorta were unsuccessful. The physician stated the CT demonstrated that the patient had a lot of inflammation from previous rupture. CPR was done however the patient expired.

Manufacturer narrative:
Evaluation results and conclusion: (death). (Another manufacturer's stent graft had a type I endoleak and patient had severely tortuous iliac arteries).